Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was missing the trunk cable connector. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt trunk cable connector was missing. The root cause of the missing trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The last pt to use this belt did not report any deficiencies.